Event description:
It has been reported to philips that the wireless footswitch for the zenition 70 mobile system was not working. The system was not in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue was related to a wireless footswitch charger. The philips field service engineer (fse) inspected the system on-site and determined that the wireless footswitch was not working. The fse checked the power supply and found there was no output voltage. The philips engineer has replaced the power supply and the wireless footswitch was working fine. At the time this complaint was received, philips did not have enough information to exclude this failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Component code were corrected.